Event description:
Info provided indicated that the brakes work, but the wheels are spinning. No injury alleged.

Manufacturer narrative:
Tech found the bed in bed shop. Replaced the brake casters to resolve this issue.